Event description:
Additional information received reported that the cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 8 mm and a 4.1 mm neck diameter. The landing zone was 3.6 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was well positioned, without complications. It was reported that at the time of deploying the device, the distal end opened partially, after the surgeon tried to recover the device to make a second attempt, but this recovery maneuver was not successful due to the device was trapped and locked in to the microcatheter not allowing any kind of movement, neither back nor forward. In this context, the surgeon decided to remove all the devices (pipeline and microcatheter) and use new ones. There was resistance in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section during deployment. The physician released the load (slack) in the system in an attempt to resolve the issue; however this did not resolve the issue. There was no damage observed on the catheter or pushwire. There was failure to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resh eathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. Ancillary devices include a transend ex (lot 34393609) guidewire, and navien 072 (b820806)..

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (B)(6); product type: implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.